Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after 3 days of applying the adc freestyle libre sensor and removing the sensor after 10 days of wear. Customer further reported she experienced symptoms described as "very itchy red skin with blood dots" and had contact with a dermatologist who prescribed elocom steroid cream for treatment. Customer further reported she also had reactions with previous sensors that cased "skin depigmentation that disappeared after 8-10 weeks". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch, and no issues were observed. The sensor plug was seated and transferred correctly. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (normal termination). The extended investigation has also been performed. Data were extracted using approved software, and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic reaction after 3 days of applying the adc freestyle libre sensor and removing the sensor after 10 days of wear. Customer further reported she experienced symptoms described as "very itchy red skin with blood dots" and had contact with a dermatologist who prescribed elocom steroid cream for treatment. Customer further reported she also had reactions with previous sensors that cased "skin depigmentation that disappeared after 8-10 weeks". There was no report of death or permanent injury associated with this event.